Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. The photographs displayed an insyte autoguard unit on which the needle was partially retracted inside the safety barrel. The reported issue was confirmed from the review of the photos however the photos provided for this incident did not present sufficient evidence to identify a definite root cause. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula failed to retract after use. The following information was provided by the initial reporter: "retraction failure for cannula".

Manufacturer narrative:
The reported lot # [9037525] was not found for the reported catalog # [381834]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter cannula failed to retract after use. The following information was provided by the initial reporter: "retraction failure for cannula."